Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 580 mg/dl. The customer had no symptoms and customer was treated with manual injections. Customer's blood glucose value was 580 mg/dl at time of incident. Customer's current blood glucose value was 429 mg/dl. Customer stated that having issues with his pump. Not able to get blood glucose under 500 mg/dl. One hour ago blood glucose was at 504 mg/dl took manual injection at 8a of 5.0 units and about 10 mins ago took another manual injection of 10 unit. Troubleshooting was performed. Customer was explained about the 2 high blood glucose rule. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer report customer does not allege pump was under delivering. Customer reports insulin exited at the qr. There were small bubble air bubbles. Customer reports basal rates are programmed accurately. Customer reports bolus history does not display all bolus entries based on their recollection. Customer assisted to perform the high pressure test and displacement test and result were passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.